Event description:
During a maintenance inspection, cracks were found in the contact area inside the scope connector. As a precaution, the customer asked that the subject device be evaluated by olympus. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle due to insufficient cleaning. The reported issue (crack in connector) was confirmed. There was an air leak from the scope connector due to damaged parts and the connector was cracked due to chemical stress from reprocessing. In addition, angulation did not meet the standard and the play in the angulation knob was out of standard due to the angle wires being stretched, the light guide lens was cracked due to handling, the objective lens was discolored due to deterioration caused by chemical stress, the adhesive on the distal end was damaged, the control section was damaged due to handling, the boot (protector) was damaged due to handling, the distal end was cracked due to handling, the switch was damaged due to handling, the control body was scratched due to handling, the universal cord was damaged due to handling, the adhesive on the bending section was chipped due to chemical/physical stress, and the insertion tube was damaged due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon confirmed as foreign material in the nozzle - however, the material in the nozzle was not possible to be further identified. The foreign material possibly remained in the nozzle since the reprocessing of the device was deemed to have deviated from the instruction manual. It is recommended that the user facility review the method of device handling in accordance to the instructions for use, specifically pertaining to cleaning/disinfection/sterilization "chapter 5 manual cleaning of the endoscope and endo therapy accessories", and "chapter 8 storage and disposal". It is also recommended that the user facility review the handling environment of the device. Olympus will continue to monitor field performance for this device.